Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire and the main coil were returned for this complaint; the introducer sheath was not returned. Besides, a rotational hemostatic valve (rhv) was returned. The delivery wire returned inside of a hoop. The delivery wire had its interlocking arm kinked. The main coil was found kinked, besides, its fiber bundles had blood residues. The main coil zap tip and the main coil interlocking arm were detached and they were not returned. No more damages were found in the device. Microscopic inspection revealed that the delivery wire proximal end has a smooth surface. The interlocking arm was found kinked; no more damages were found. Dimensional inspection of the delivery wire and main coil revealed that the device was within specification.

Event description:
Reportable based on device analysis completed on 28sep2019. It was reported that the coil became stuck and could not deploy. A 10mm x 40cm interlock-35 coil was selected for an embolization procedure in the renal artery. During the procedure, heparin was used to infuse and the device was advanced to the middle of the angiographic catheter; however it was noted that the device was stuck in the catheter and could not deploy. The coil was directly removed with the catheter from the patient's body. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable post procedure. However, device analysis revealed that the zap tip and the main coil interlocking arm were detached. It was further reported that the zap tip and interlocking arm was confirmed to be intact on the coil upon removal from the patient. Also, there were no fragments left inside the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire and the main coil were returned for this complaint; the introducer sheath was not returned. Besides, a rotational hemostatic valve (rhv) was returned. The delivery wire returned inside of a hoop. The delivery wire had its interlocking arm kinked. The main coil was found kinked, besides, its fiber bundles had blood residues. The main coil zap tip and the main coil interlocking arm were detached and they were not returned. No more damages were found in the device. Microscopic inspection revealed that the delivery wire proximal end has a smooth surface. The interlocking arm was found kinked; no more damages were found. Dimensional inspection of the delivery wire and main coil revealed that the device was within specification.

Event description:
Reportable based on device analysis completed on 28sep2019. It was reported that the coil became stuck and could not deploy. A 10mm x 40cm interlock-35 coil was selected for an embolization procedure in the renal artery. During the procedure, heparin was used to infuse and the device was advanced to the middle of the angiographic catheter; however it was noted that the device was stuck in the catheter and could not deploy. The coil was directly removed with the catheter from the patient's body. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable post procedure. However, device analysis revealed that the zap tip and the main coil interlocking arm were detached.